Event description:
The unit suffered significant damage as a result of an internal electrical short. A similar event could result in a fire within the pt vicinity. The short was caused by water damage, or the drip pan coming in contact with the pcb board.